Manufacturer narrative:
Product analysis: instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be ~ 65.37 in/lbs., which is within print specification; all individual torque readings were below print specification, with the individual readings ranging from 62.6 to 70.8 in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed driver shaft broken; crack appears to have initiated near stress relief fillet. Microscopic examination of fracture revealed fairly brittle fracture with ~45 deg angulated surface indicating a significant torsional component. River lines suggest possible overload, which propagated around bend of driver fracture. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that a patient underwent a posterior spinal fusion and during the procedure, the tip of the screwdriver broke off while tightening set screws. The device fragment was retrieved easily by the surgeon and a different driver was used to complete the surgery. Although this device was used intra-operatively, no patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.